Event description:
It was reported that during a case using a sheath, the balloon was used to post-dilate a stent in the sfa, however, the balloon ruptured at 15-16 atm (contrary to IFU). Upon removal of the balloon catheter, an attempt was made to pull it back into the sheath with force (contrary to IFU), but it did not move. Then an attempt was made to remove the sheath and balloon catheter together. However, they both became stuck at the common iliac. The shaft of the balloon catheter was pulled with force (contrary to IFU) and it fractured and the balloon, with a small amount of shaft attached, was retrieved with a snare device. Reportedly, there was no patient effect.